Event description:
It was reported that an ilet user observed a blood glucose of 195 mg/dl and believed the pump was not delivering sufficient insulin; synced reports showed insulin delivery functioning as expected with a (B)(4) unit dose delivered earlier and subsequent algorithmic dosing, and follow-up confirmed a decrease in glucose to 184 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.